Manufacturer narrative:
The calcium gen. 2 reagent lot number is 744185, the expiration date was not provided. The investigation is still ongoing.

Event description:
There was an allegation of a questionable calcium gen. 2 result from the cobas 8000 cobas c 701 module. The initial result was 8.3 mg/dl, and the repeat result was 10.3 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
Alarm trace was provided and contained a conspicuous event. On the day of the event, there was an abnormal aspiration alarm which is consistent with poor sample quality. A field service engineer (fse) found pinched vacuum tubing on the rinse mechanism. The tubing was rerouted away from the mechanism. The fse completed checks to verify the instrument including a precision hardware check test that was repeated after the initial check was a little high. Upon repeating the run it passed. All checks and qc passed. The investigation determined that the service action resolved the issue.